Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device changeout procedure, this right ventricular (rv) lead was capped and abandoned due to damage to the terminal end of the lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported.